Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1397 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "I was asked to assess a patient on saturday 7/27 afternoon who had copious drainage from her PICC. On my assessment, the PICC was noted to be out about 4 cm from the insertion site with a kink about 2 cm from the insertion site, and right above the kink have an estimated 0.5 cm horizontal opening on the PICC lumen. Through this opening the fluids (tpn, propofol, and levo) were visualized leaking out. The PICC was removed and saved by the nursing staff. Per PICC documentation the inserted length was 34 cm with no indication of any external length, which makes me believe it must have been pulled out. I was also told by the nurse that shift that the day prior they had to give activase because they were unable to get blood return."

Event description:
It was reported "I was asked to assess a patient on saturday (B)(6) afternoon who had copious drainage from her PICC. On my assessment, the PICC was noted to be out about 4 cm from the insertion site with a kink about 2 cm from the insertion site, and right above the kink have an estimated 0.5 cm horizontal opening on the PICC lumen. Through this opening the fluids (tpn, propofol, and levo) were visualized leaking out. The PICC was removed and saved by the nursing staff. Per PICC documentation the inserted length was 34 cm with no indication of any external length, which makes me believe it must have been pulled out. I was also told by the nurse that shift that the day prior they had to give activase because they were unable to get blood return."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 2cm and 4cm depth markings. A permanent kink impression was observed near the 5cm depth marking. Microscopic inspection of the split revealed granular fracture edges. The coarseness of that granularity varied. The split exhibited a slightly wavy shape. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent; however, when flushing the grey-luered lumen, a leak was observed emanating from the split. The catheter kinked preferentially at the site of the permanent kink impression during manual manipulation. The lumens became occluded by the kink during manual manipulation during functional testing. The split characteristics were consistent with damage caused by over-pressurization. Such damage can occur if the catheter is flushed against an occlusion or power injecting through a non-power injectable lumen. The observed kink may have contributed to device over-pressurization. The product IFU states ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization.¿